Manufacturer narrative:
Device not received.

Event description:
On (B)(6) 2018 a perceval pvs27 was implanted. The valve was noted to have been positioned too low. Incorrect tension/pressure on sutures was suspected as a possible cause. The valve landed in the left ventricle. The valve was repositioned. The valve was then explanted intra-operatively using the z-movement. It was replaced with an epic 25mm valve and cor-knot system.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1211 , s/n # (B)(4) as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release. Device not available for return.

Manufacturer narrative:
The device was not received and no further investigations could be performed. However, based on the device history record review and the follow-up information received from the site, it is reasonable to suggest that the root cause of this event was not device related. The intra-operative difficulties, specifically the pressure applied to the guiding sutures lead to malpositioning and migration into the ventricle. This can be attributed to user technique and is not related to any factor intrinsic to the device. Fields changed.

Manufacturer narrative:
The manufacturer received additional information apr. 13, 2018. The failure to implant resulted in 25 minutes of added x-clamp time, the patient outcome was reported as "perfect". The device is not available for evaluation and incorrect tension on the sutures was identified as the cause of valve migration into the ventricle.

Event description:
On (B)(6) 2018 a perceval pvs27 was implanted. The valve was noted to have been positioned too low. Incorrect tension/pressure on sutures resulted in a downward slip of the valve. The valve landed in the left ventricle. The valve was repositioned. The valve was then explanted intra-operatively using the z-movement. It was replaced with an epic 25mm valve and cor-knot system. The patient outcome was reported as "perfect". The failure to implant resulted in an additional 25 minutes of added x-clamp time. The device is not available for evaluation.